Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was being treated for peritonitis. There was an allegation stating this adverse event was due to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, cloudy peritoneal effluent fluid and drain difficulty during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with acinetobacter awoffii and enterobacter cloacae in the culture and a wbc count of 3125/mm. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event with an alleviation of abdominal pain and nearly clear peritoneal effluent fluid. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 presented with 135/mm3 following 7 days of antibiotic therapy. Though the exact cause of infection remains unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.